Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As result, surgical intervention was taken to replace the lead. Issue has been resolved.

Manufacturer narrative:
The reported high impedance was confirmed. Visual lead found a kink on the lead body where two internal wires were broken. This caused the high impedance observed on channels 3 and 4. The broken wires are consistent with an overstress condition or sudden event the lead was subjected to while in vivo.